Event description:
A user facility reported to olympus that the device failed to power up after a power surge. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a different device. A delay in procedure of 1.5 hours occurred. There was no harm to the patient attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The user facility resolved the problem after determining that the cause of the problem was a different electrical system. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause was likely related to a power surge but the definitive cause could not be identified. Olympus will continue to monitor field performance for this device.